Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 29june2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 120.2000 on several of their 8015's while performing a power generator test at their facility sn's: (B)(4). Case resolution: customer states all three 8015's were plugged into the red back up generator test sockets. As soon as the test started, all three units alarmed error code 120.2000. After turning back on, the nurses stated they had to reprogram the pump to restart infusion. Error code had cleared. Infusion continued. After generator test, the units were brought to the biomed. After downloading error logs, error code confirmed. Walked customer through exporting the logs. Will email instructions as well. Recommended sending units in for repair. Transferred to repair team for further assistance. Ended call. Ref: (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 29june2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).